Manufacturer narrative:
(B)(4).

Event description:
It was reported that non sustained right ventricular oversensing due to lead noise was observed. Patient monitoring will continue. The patient was asymptomatic.